Manufacturer narrative:
Dräger has received the user facility report with almost seven months delay; the event dates back to (B)(6) 2022 already. The device is not under a service contract; the hospital did not involve the local dräger s&s organization into examination and repair of the device. Upon request for further information it was responded that a third-party service provider company identified a malfunction of the internal power supply as the root cause and replaced it. Neither the replaced power supply nor a log file covering the period in question was made available to dräger. This lack of information does only allow a general assessment and no reliable conclusion in regard to the exact root cause. The malfunction of the power supply can neither be confirmed nor denied. The device is equipped with an internal battery that serves as a fail safe mechanism for loss of mains power or malfunctions of the internal power supply, respectively. With a fully charged battery in good condition, operation for a minimum of 30 minutes is ensured and, the user is informed via corresponding alarms as soon as the residual capacity underruns 20% and 10%. A full shut-down shortly after loss of mains power supply can only be explained if the device was put into operation with an overaged or at least not fully charged battery. The IFU clearly explains that the availability of the internal battery shall be verified during the daily pre-use check. Dräger finally concludes that use error and/or lack of maintenance contributed to the event. Device not available for evaluation.

Event description:
It was reported that the device suddenly posted alarms during a running ventilation episode and shut-down shortly afterwards. As per report, the operators bridged patient support with a manual breathing bag until a replacement device could be introduced. The event did not lead to patient consequences.